Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
Reportedly, the proglide failed during a transcatheter aortic valve implantation (tavi) interventional procedure. No additional information was provided.

Manufacturer narrative:
The suture mediated closure (smc) system was not returned for analysis. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no indication of a lot specific product quality issue. In the absence of device returned for analysis or a specific failure mode reported, a conclusive cause for the reported event could not be determined. The subsequent treatment appears to be related to procedure circumstance. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.d9, h3 - device available for evaluation updated from returning to not returning.